Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was undersensing on the atrial channel. The patient is not pacemaker dependent and no action has been taken. The patient was stable with no consequences.